Event description:
Major pump unit(s) involved: external control system failure.additional text: tlc ii internal alarm-driver malfunction.specific component(s) involved: pump drive unit malfunction.additional text: internal alarm-emergent driver change out by patient.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external controller.implant device type: both (in the same or visit).malfunction device type: both (in the same or visit).

Event description:
Major pump unit(s) involved: external control system failure; specific component(s) involved: pump drive unit malfunction.